Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported the infusion set had a bent cannula and there was leaking from infusion site. Pt stated the issue occurred 3-4 times over the past 2 weeks. Pt used the insertion assist plus device to insert the infusion sets. Pt reported he noticed elevated blood glucose levels about 3-4 hrs after inserting the infusion set. Pt stated his blood glucose level went up into the 500's mg/dl. Pt's target blood glucose range is 80-140 mg/dl. Pt reported he noticed on one incident the infusion set cannula was bent and curled up. Pt stated insulin was leaking from the infusion set. Pt reported he changed his infusion site and used the infusion device to correct his elevated blood glucose. Pt discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.